Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device's blade tip broke. Another device was used to complete the case. There were no adverse consequences to the patient.